Event description:
In 2006, a patient underwent a second endovascular procedure to repair both a type I endoleak (location unknown) and a type ii endoleak (origin unknown). The patient had originally received the gore excluder bifurcated endoprosthesis in 2004 for repair of an abdominal aortic aneurysm. An aortic extender component and two iliac extender components were used to reline the original graft. Final angiography demonstrated successful seal without evidence of either the type I or type ii endoleaks. The patient tolerated the procedure.

Manufacturer narrative:
Please note: this event also involves device item pcc 141200.